Event description:
On (B)(6) 2012, the distributor contacted animas alleging a pump load step issue/ pump does not recognize the cartridge. This complaint is being reported as the alleged malfunction may affect insulin delivery. There is no allegation of an adverse event related to this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated several "no cartridge detected" warnings noted in black box history. During evaluation, the load step function was performed on the pump and the pump was found not to detect the cartridge giving a "no cartridge detected" warning. The force sensor calibration test was not able to be performed due the "load step malfunction". The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board.